Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests and a visual inspection were conducted. The reported issue regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. It was recommend that the expulsor be replaced to bring the delivery accuracy tests closer to nominal of a range.

Event description:
Information was received indicating that a smiths medical pump failed accuracy by -10.10% while testing. There was no patient present at the time of the event. There were no adverse events reported.